Manufacturer narrative:
Product evaluation: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if a qualified product was used. The product investigation could not identify a root cause. It is unknown if a qualified viscoelastic was used. There is one other complaint in this lot. Investigation has been completed based on current information. No further action warranted at this time. Additional information was requested. A questionnaire was received. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare provided reported an intraocular lens (iol) was implanted and removed during an iol implant procedure. It was reported a vitrectomy was required. The sample is not available for return. Additional information is not expected.